Event description:
It was reported that the patient underwent a revision surgery for a suspected prosthetic joint infection. The date of the original arthroplasty surgery was not reported. The surgeon stated that the implants were not the cause of the infection. The surgeon removed the glenosphere and other implanted components then placed a spacer. The explant portion of the surgery was completed without clinical consequence to the patient. The surgeon will bring the patient back to place new implants once the infection has cleared. No other information was provided.